Manufacturer narrative:
Citation: zbronski k et al. Paradoxical low-flow aortic stenosis ¿ baseline characteristics, impact on mortality. Postepy kardiol in terwencyjnej. 2019;15(1):13-19. Doi: 10.5114/aic.2019.83770. Epub 2019 apr 4. Earliest date of publish used for event date in. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of paradoxical low-flow, low-gradient aortic stenosis on mortality in patients treated with transcatheter aortic valve implantation. Bleeding complications were defined according to bleeding academic research consortium (barc) criteria. All data were retrospectively collected from a single center between march 2010 and march 2016. The study population included 231 patients (predominantly female; mean age 79 years), an unspecified number of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 46 deaths occurred within the 12-month follow-up period. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, peri-procedural adverse events included: stroke, transient ischemic attack, and major and life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.